Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The sinus tachy rate remained elevated right at the rate cutoff (rco) and delivered seven shocks which exhausted therapy although some shocks accelerated the rate. The rco was increased and the amino was also increased. The patient was hospitalized.